Event description:
A balloon ruptured at eight atmospheres durng a tibial angioplasty dilatation of a calcified lesion. A second unit was successfully used to complete the procedure with no pt complications. Co's follow-up indicated the expiration date of this device to be 11/28/95. This device has been destroyed by the user facility. Therefore, no engineering evaluation will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co's follow-up indicated that this device was used in a calcified lesion and the device was well beyond its expiration date. Co believes these factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples. If resistance is felt when removing a guidewire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."